Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Blood glucose value was not provided. Customer alleged that pump indicated insulin was delivered, however, insulin was not delivered as intended. In addition, it was reported that the customer had ¿battery charging issues¿. Additional information was not provided, and customer declined to troubleshoot with tandem technical support, therefore, a root cause could not be determined.